Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead's helix would not retract and it had a funny hook at the end. Moreover, the patient was septic. Lead measurements were within normal limits. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation for this lead was performed. Set screw mark was noted on the terminal pin, blood/body fluid noted in the terminal pin, helix was extended and tissue noted entwined in the helix. Laboratory analysis confirmed reported observation.